Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that patient was reprogrammed (B)(6) 2012. It was further stated that the patient lives ¿on another island and has not been able to follow up since.¿ additional information requested but had not been received as of the date of this report.

Event description:
It was reported that the patient had 4 electrodes but only 3 electrodes were working, one electrode had failed. Patient questioned whether electrode that was not working was affecting therapy. It was noted that the patient had an appointment with the manufacturing representative on the day of this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v956868, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# v956868, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).